Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us therefore MDR reporting criteria applicable to this event. PMA/510(k) # k121430 of similar device. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. As the device has not been returned the cause of the complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint was confirmed based on the customers¿ testimony. Prior to distribution all evo-fc-10-11-6-b devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for this evo-fc-10-11-6-b device of lot c1209148 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use: ¿potential complications associated with ercp include stent migration.¿ from the information provided, there have been adverse effects to the patient as a result of this occurrence. The patient required an additional procedure for sems replacement. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Although requested, no further details received. Stent migrating.